Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer successfully reset the pump with the assistance of technical support and may continue to use it. They were advised to call back if the malfunction reoccurs, and they acknowledged and understood the instructions.